Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction code issue was verified, but the touchscreen unresponsive issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump touch screen was unresponsive. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.